Event description:
The surgeon was using the gyrus machine for resection of prostate. He tried to use the gyrus generator loop and it did not work. He then tried several different troubleshooting techniques to determine the problem. Upon troubleshooting, the surgeon stated: "it looked like the loop was melting". A new foot pedal and gyrus loop was put into place and the problem was corrected. The patient tolerated the procedure well. There was no obvious visual sign of melting of the loop upon inspection post-procedure.